Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient had partial removal surgery on (B)(6) 2015 during which the surgeon noted ¿two areas of the mesh that were protruding into the retroperitoneum, which were intimately adherent to the vessels. He removed a portion of the mesh but felt further dissection would create additional issues, including excessive bleeding¿. It was reported that the patient underwent a right groin exploration surgery on (B)(6) 2015 with transection of the right ilioinguinal nerve due to chronic pain with neuralgia. It was reported that the patient underwent exploration of the right groin on (B)(6) 2016 with ilioinguinal nerve fibers transection, lysis of adhesions, and excision of skin scar. It was reported that the patient experienced severe pain, adhesions, nerve damage, scarring, disfigurement, stress and anxiety. No additional information is provided.